Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04117, 04118. It was reported the patient no longer had right sided stimulation coverage. The patient was implanted for bilateral pain, and the left side was still receiving stimulation coverage. The contacts associated with the right side showed low impedances. It was reported the next course of action would be an x-ray, and an additional appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.